Event description:
It was reported that the patient presented with scoliosis, degenerative joint <(>&<)> disc disease, lumbar spine, gait disturbance, traumatic fracture of superior posterior endplate at s1, herniated pulposus l5-s1, spinal stenosis with neurogenic claudication, foraminal stenosis with neurogenic claudication, lumbar radiculopathy, post-traumatic spondylosis of lumbar spine. The patient underwent intraoperative local bone harvesting and a left side transforaminal posterior body fusion l5-s1 using rhbmp-2/acs, cage and pedicle instrumentation. Reportedly, the patient's "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation."

Manufacturer narrative:
Concomitant products. Pedicle screw instrumentation, cage (implant (B)(6) 2011). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient underwent: intraoperative biplane fluoroscopy. Intraoperative local harvesting cancellous autogenous b one. Insertion of osteogenic proformative bone material. Left sided transforaminal posterior body fusion l5-s1. Pedicle instrumentation l5-s1 bilateral. Cage instrumentation l5-s1. Inter-transverse process posterolateral fusion l5-s1. Preoperative diagnosis: spinal curve. Scoliosis; degenerative joint and disc disease, lumbar spine. Gait disturbance. Traumatic fracture of superior posterior endplate at s1. Herniated pulpous l45-s1. Spinal stenosis with neurogenic claudication. Foraminal stenosis with neurogenic claudication. Lumbar radiculopathy. Post-traumatic spondylosis, lumbar spine. Per-op notes: ¿the tabs were removed. Then screws were placed in the pedicles on the right at l5 and s1 followed by an incision that was made proximally in through which a connecting rod was inserted. It locked distally and unlocked proximally. Then a steinmann pin was placed at the left wound engaging the facet joint on the left at l5-s1 to which sequentially enlarging cannulas to a 26mm operative cannula was inserted directly anteriorly at the posterior aspect transverse process of l4-5 with onlayed bone graft and bone morphogenic protein where a posterolateral inter-transverse fusion was performed. The wound was copiously irrigated with normal saline. Then osteogenic proformative bone material was inserted in the anterior disc space at l5 and s1. Bmp and locally harvested cancellous bone. Then a implant was inserted in the disc space, filled with patient¿s own autologous locally harvested cancellous bone.¿